Event description:
It was reported the angio-seal device was deployed to seal the arteriotomy site. Following the anchor deployment, the user attempted to pull the device back; the suture would not release and the device could not be removed. The patient underwent surgery where a cutdown procedure was performed to remove the device. The patient was reportedly recovering.